Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that there was inhibition of pacing due to oversensing. Additionally, noise was observed on right ventricle (rv) electrograms resulting in under pacing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.